Event description:
It was reported that the procedure was to treat a heavily calcified, 95% stenosed lesion in the left superior femoral artery (sfa). A 6x200mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion and upon the first inflation to 10 atmospheres (atm), the balloon encountered calcium and ruptured. The bdc was removed without issue and another armada 18 was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The device was prepped prior to use with no issues, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that during inflation the balloon outer surface became damaged and/or compromised against the calcified anatomy resulting in the reported balloon rupture at 10 atmospheres during the first inflation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.